Manufacturer narrative:
Unable to perform displacement test due to missing retainer. Unit received missing reservoir tube o-ring, pillowing keypad overlay, cracked select button keypad overlay, minor scratches on case and minor scratches on lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the ring at the reservoir connection is broken. Customer's blood glucose was 86 mg/dl at the time of incident. The product will not be returned.